Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to flattened button dome switch. No unexpected numbers ramping during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly and had an unresponsive keypad. The customer's blood glucose was 300 mg/dl. She stated that the keypad kept pressing down and went crazy. She stated that she was trying to press up to get to a blood glucose value, but the numbers kept scrolling without stopping. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She also noted that her blood glucose levels had been crazy over the last few days, although she did not provide exact readings.